Event description:
Submitter says that a child was using the product while overnight. Sometime during the night, the child took her tracheostomy out and the product did not alarm resulting in the death of the child. Product should have an alarm indicating that the tracheostomy was removed by the child. Caller believe this product is a safety hazard. (B)(4).